Event description:
Over a 4 hr period the pt's blood glucose was measured using the suspect device. The readings were 445-hi. A blood sample was taken for lab work and the result came back as 18 mg/dl. The pt was treated with 1 ampule of d50. Controls were run on the system and performed within range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.